Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and silicone migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, and silicone migration.

Event description:
Patient reported left side capsular contracture, baker grade IV, and "possible rupture with silicone in the lymph nodes." Patient also reported via regulatory agency "extensive bii symptoms"; this is not device related. Device remains implanted.